Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the gasket from the ms512 fell out into the pt. The surgeon was able to retrieve it laparoscopically. Another ms512 was opened to complete the procedure. There was no consequence to the pt.